Event description:
It was reported that cadd solis vip ambulatory infusion pump failed pressure test, during testing. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Review of the event history log showed an occurrence of a "downstream occlusion" alarm. The reported issue was duplicated during functional testing. A defective downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.